Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary. Investigation flow: damage visual inspection: radiolucent insertion handle frn (pn 03.033.001 ln (B)(4)) was received at us cq. Upon visual inspection at cq, it is observed that the broken threaded tip of the driving cap/threaded (pn 03.010.523 ln (B)(4)) was stuck in insertion handle and unable to disassemble. The remaining portions of the device shows normal wear consistent with the use. Thus, the reported broken condition cannot be confirmed. Functional test: a functional test could not be performed as the threaded tip was stuck inside the insertion handle. The allegation of inability to disassemble cannot be replicated at us cq. Device failure/ defect found? No, the received condition does not agree with the complaint description and is not confirmed as no fractures/breaks were observed on the returned device. The mating device was noted to be broken but will be investigated under (B)(4). Investigation conclusion: a visual inspection, and document/specification review were performed as part of this investigation. The broken threaded tip of the driving cap/threaded (03.010.523) was stuck in insertion handle and unable to disassemble, thus confirming the complaint. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap connected to insertion handle contributed to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 03.033.001. Lot: l750726. Manufacturing site: (B)(4). Release to warehouse date: (B)(6) 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformities were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, the patient underwent a femoral nail procedure, there was a patient complaint about a couple of broken instruments that includes one (1) driving cap/threaded and one (1) aiming arm. There was no surgical delay. The procedure was successfully completed. The patient outcome was unknown. This is report 02 of 02 of (B)(4).